Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I had a coil missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and haemorrhage in pregnancy ("I also had some bleeding at the start") and was found to have a pregnancy with contraceptive device ("I was6 weekswhen I found out I was pregnant"). At the time of the report, the device dislocation, pregnancy with contraceptive device and haemorrhage in pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device dislocation, haemorrhage in pregnancy and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device dislocation, pregnancy with contraceptive device, device ineffective, haemorrhage in pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.